Event description:
The customer reported the probe leaked approximately ten (10) milliliters of diluent inside the instrument involving the coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned the probe and probe wipe but was unsuccessful. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked at pinch valve lv10 and noted the pinch valve was not firing properly. The fse replaced the pinch valve and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).